Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 with episodes of atrial fibrillation caused by competitive atrial pacing on their pacemaker. No intervention was reported. The patient was stable throughout.